Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was delay in therapy; the km reported that the delay in treatment was approximately five minutes. Despite the delay, it is reported there was no medical intervention provided and no personal injury. Investigation remains ongoing.

Manufacturer narrative:
An additional follow up was performed with the key market (km), and the responder reported that the hospital's equipment staff replaced the gas delivery system (gds) to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a tidal volume that registered as "zero", and resulted in no air being delivered. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. Investigation is ongoing